Manufacturer narrative:
Patient information was not made available from the site. On 09/23/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 09/24/2015 a medtronic representative, following-up at the site, reported being unable to replicate the issue and found that the navigation system was not shut down properly. The medtronic representative informed the site reporter how to properly shut-down the navigation system. On 10/07/2015 software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. No parts have been received by manufacturer for analysis. (B)(4)

Event description:
A site representative, business manager, reported that while in an ear, nose & throat (ent) procedure, their navigation system became unresponsive. The site representative stated that they were actively navigating for about 30 minutes before the navigation system became unresponsive. They were unable to move the mouse, however, pressing ctrl+alt+backspace did not re-boot the application. After hard re-booting the navigation system, software functioned as intended. The surgeon continued and completed the procedure with the use of the navigation system. There was no impact on patient outcome.